Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: initial procedure date procedure name specific medical/surgical intervention per patient, specific product code and lot number involved with each patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Reference journal article: http://www.sciencedirect.com/science/article/pii/s0883540317305958?via%3dihub.

Event description:
It was reported in a journal article that the patient underwent a right unicompartmental knee arthroplasty between 2013 to 2016 and topical skin adhesive was used. The patient experienced an allergic contact dermatitis to the topical skin adhesive. The patient had a moderate reaction (erythema, infiltration, papules and vesicles) . The patient was treated with careful removal of the skin adhesive dressing and topical steroids. The patient underwent dressing changes daily and treated two times daily with a layer of 0.05 clobetasol cream and 2 layers of vanicream and covered with a towel soaked in water and white vinegar. The reaction resolved 17 days post operation. Additional information has been requested.